Event description:
Implants failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual, (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following info was provided by the clinician: pt had moderate density (type ii), implants were loaded early (within 8 weeks), implants were restored, implants were placed in tooth positions 22 and 27, implants were placed into immediate extraction sites. The clinician did not specify the amount of torque used to place the implant and torque the abutment. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implants' lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specifications. No further action is required.